Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) on october 2, 2007 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation as this medical affairs specialist was unable to reach the pt. The pt reported she does not know when the meter issue began. During this time, the pt continued to take her usual medications (pt could only specify that these were oral medication). The pt claimed after the issue began she developed the following symptoms: sleepy and eyes hurt. On five days earlier, she visited her physician because she was not feeling well. Her blood glucose was tested and the result was 248 mg/dl. She was given an unk oral medication. The meter issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged that after the issue began she was found to be hyperglycemic and treated with an oral medication.